Event description:
It was reported that during the implantation procedure, one of the leads showed an electrical leakage between the coating and electrode 3, indicating some sort of break in the insulation of the lead. The leads were replaced and the patient outcome was reported as "good." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3888-33 lot#: unk, implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3888, showed the insulation on the lead was torn at the #0 electrode which was believed to have occured at implant. The continuity was acceptable and no short circuits were observed.